Manufacturer narrative:
The reported field event of an inability to insert the atrial lead into the header was confirmed in the laboratory. The device was tested on the bench and epoxy was found inside of the atrial contact spring. It is believed that the epoxy prevented the lead from fully inserting into the header.

Manufacturer narrative:
The reported field event of an inability to insert the atrial lead into the header was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The lead bore diameters were measured with gauges and were found to be within specification. The cause of the reported inability to insert the atrial lead into the header could not be determined.

Event description:
It was reported that during the implant procedure, the atrial lead would not fully insert into the atrial port of the device. A new atrial lead was attempted but connection to the device was unsuccessful. The generator was replaced and the ra lead was connected successfully.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.